Event description:
It was initially reported that noise was displayed on the atrial and ventricular leads. Tts rec'd an egm that displayed noise characteristics of insulation degradation. The lead appeared to be intact and no artifact could be generated by manual manipulation. The physician decided not to remove the lead. It was later reported that the lead was at fault. The pt rec'd a shock and had the lead extracted. The lead was damaged by the laser extraction process. It was not determined where the defect was.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.